Event description:
Duragen (B)(4) in the original packaging, was described as being "spoiled" (the color was yellow). There was no pt contact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.